Event description:
Device motor failure in 2002. Pt with successful handpump (emergency procedure) and pneumatic driving. Device changed 6 days later - found to have torn inlet cannula, bearing wear, incompetent outlet valve and tear in outlet graft 1/2 inch above connector.